Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) prematurely. In addition, this right ventricular lead was found to have been fractured.